Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower plastic door near hinge side was broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower plastic door near hinge side was broken. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 6 was broken. The field service engineer (fse) replaced the door and reinstalled the hasp. During testing, the fse found that the doors 2, 4, 5, 6, and 8 were found to be failing intermittently. The fse applied grease to the micro switch contacts. The fse replaced the latches on the affected doors, resolving the issue. All light connections were checked, and debris was cleaned. The system functioned as intended after the field service engineer repaired the device.